Event description:
It was reported that allegedly the brakes were not holding, which may have been caused by broken casters. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.